Event description:
It was reported to boston scientific that during preparation for an esophagogastroduodenoscopy (egd), the injection gold probe bipolar catheter was plugged into the generator for a test; the unit would not function. Another of the same device was used to complete the case. No pt involved at the time of the event.